Manufacturer narrative:
Date of report: 24jan2019. Date rec'd by MFR: 14jan2019. Failure analysis performed by philips on the returned touch screen showed that the customer complaint of ¿touchscreen calibration failure¿ was confirmed. The touchscreen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. Philip's field service engineer (fse) replaced the touchscreen to address the reported problem.

Event description:
The customer reported that the touchscreen was not working at the top of screen. There was no patient involvement. The event date was not specified; estimate used.